Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 4. Ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling and fistula. No further patient complications were reported.